Event description:
The customer reported obtaining elevated glucose (glu) results for six (6) patients on their au680 clinical chemistry analyzer. The customer repeated the patient samples and results were normal. The customer reported the initial results out of the laboratory; however, those results were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for six (6) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the degasser tubing to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case(B)(4).